Event description:
It was reported that during the pump refill, the healthcare professional (hcp) had difficulty finding the port. Three hours after the refill session, the patient experienced withdrawal symptoms of "jumping and shaking". It was described to be "like an electrical pulse" through the patient's body. The patient was admitted to the hospital. The patient was on oral dilaudid, which helped with the jumping and shaking, and calmed her down. Diagnostics were not performed on the pump; the physician felt the pump was not the issue. The medication being delivered, via the device system, was fentanyl and an unknown anti-nausea medication. Additional information has been requested, a follow-up report will be sent if additional becomes available.